Manufacturer narrative:
The investigation has been completed. A device history record (DHR) was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause was not determined. The most probable cause of the reported incident was that the video communication could not be transmitted to the processor due to the damage of the cable, and no image was displayed. The instructions for use (IFU) states: ¿do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. There was no picture, just a color bar due to a faulty cable unit. The rear cover labels were found fading. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported an image problem while using a camera head. No patient involvement or injuries were reported. No additional information has been obtained.